Manufacturer narrative:
D9 - date returned to mfg: 21-oct-2025. H3: one used product was returned for evaluation. Visual inspection found scratch marks in approximately 5mm diameter, in the center of the cuff which caused the material to slightly lighten. Functional testing found a hole in the location of the scratch. The customer problem was confirmed, and it is unknown what caused the scratch which led to the hole forming in the cuff. It is unlikely that the defect is related to the manufacturing process, since all tracheostomy devices are leak tested prior to leaving the manufacturing facility: therefore, the defect likely occurred outside of ICU medical controls and was not caused by the manufacturing process.

Event description:
It was reported that leakage was found after one (1) day of use. This problem was resolved by replacing with a new one, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.